Event description:
Leads were removed from service due to "lead fracture." They were capped and will not be returned for analysis. Implant date: 7/29/92. Removed from service date: 4/9/96. Implant months: 46.